Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test, and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. The unit was monitoring no unexpected device heating up noted. Unit passed the self-test. However, unit received with pump error 63 alarm. Format history file analysis confirmed pump error 63 (variable 3) due to open traces. Unit received with fading serial number label and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump heating up. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.